Event description:
Legal counsel reported patient underwent a right total hip arthroplasty on (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2014 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, loss of range of motion, unspecified complications, and elevated metal ion levels. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "inadequate range of motion due to improper selection or positioning of components." And "intraoperative or postoperative bone fracture and/or postoperative pain." And "material sensitivity reactions.¿ and "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-04077/-04078).

Manufacturer narrative:
This follow-up report is being filed to relay correct revision procedure date and additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel reported patient underwent a right total hip arthroplasty on (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2014 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, loss of range of motion, unspecified complications, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient's medical records noted patient was revised on (B)(6) 2014 due to a loose acetabular cup. Operative report noted fluid during the revision procedure. The acetabular cup and modular head were removed and replaced with a biomet head and competitor cup.